Manufacturer narrative:
Upon review of the order form, it was confirmed that the units of activity ordered by the customer was converted incorrectly during the order entry process. Theragenics takes I-125 orders in millicurie (mci). The customer submitted the order in units (u). The customer service representative incorrectly converted the u activity to mci. The error was not detected during the order entry verification process prior to the shipment of the order nor during the customer's order confirmation process. Upon qa review of the received order at the user facility, the discrepancy was detected, and a replanned treatment was setup to use fewer seeds to deliver the desired dose to the patient. Corrective actions are currently being implemented at theragenics to prevent reoccurrence. There was no device failure or malfunction. The seed order was filled with a higher than requested activity, which could have resulted in a misadministration.

Event description:
Seed activity for brachytherapy order was entered using the wrong units causing a discrepancy between the ordered seed strength and the seed strength that was delivered. The error was detected at the user facility prior to use and the treatment plan was replanned using fewer seeds to deliver the correct activity originally ordered. Had the seeds been implanted, the patient would have received a misadministration dose.